Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00795; 3005168196-2019-00796.

Event description:
The patient was undergoing a coil embolization procedure in lumbar artery using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two penumbra smart coils (smart coil) in the target vessel using a non-penumbra microcatheter. The physician then was unable to detach a new smart coil using two different handles; therefore, the physician manually detached the smart coil. The procedure was then completed using new smart coils and other coils with the second handle. There was no report of an adverse effect to the patient.